Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. But removed it because he did not like the way the lens sat in the eye. A different diopter lens was implanted. It is unknown if there was any any patient injury.